Event description:
The customer stated that she tested her blood glucose and received a reading of e 900 or 600. The check test was performed to check the electronics of the meter. On one screen of the check test, the customer said that parts of the numbers were missing. On another screen, however, all result segments (all 3 eights) were present. The check test also gives a result that should be between 95 and 115. The customer's result was 185. It was not clear if the meter was missing segments or showing extra segments. The customer did not allege any adverse events. The meter is to be returned for eval. A replacement meter was sent to the customer.